Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported blank display due damaged battery cap. No harm requiring any medical intervention was reported. Blood glucose at the time of event was 126 mg/dl. Troubleshooting was performed and the issue was resolved. Customer will continue use of the device.